Event description:
User facility is cleaning surgical lights with a prohibited cleaning agent per user manual (quaternary compound). The surgical light surface is cracking and plastic pieces of the light are breaking off.

Manufacturer narrative:
User facility switched from hydrogen peroxide cleaning agent to a quaternary compound cleaning agent approximately 1 year ago. Quaternary compounds are prohibited in the user instructions. The devices were not being regularly inspected and the cracking damage caused by the prohibited cleaning agent was extremely severe when it was discovered by the hospital staff. The light heads have been repaired. The user has been informed to follow the user instructions and not to use prohibited cleaning agents. Returning to hydrogen peroxide was recommended.